Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens (lal). An anterior vitrectomy was performed and the lens was sutured in place in the sulcus. No additional information has been provided.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. . Manufacturer reference #: (B)(4).